Event description:
It was reported that the patient experienced chest pain. Diagnostic imaging was performed and right atrial (ra) lead dislodgment and cardiac perforation was observed. The ra lead was explanted and replaced by a leadless pacemaker. The cardiac perforation was addressed by a suture. The patient was in stable condition.